Event description:
A customer reported to baxter corporate product surveillance a vial-mate reconstitution device in which the needle of the adaptor was bent. According to the report, the vial-mates are connected to the vial and the mini-bag and stored for later use. The reporter could not provide an amount of occurrences as he was just notified of the problem. When the nurse staff grabs the connected assembly and tries to activate the vial, they notice that they cannot depress the shaft. A nurse pried open one of the defective samples and found that the needle was bent. The customer believes that the defective vial-mates all came from the same lot as they all occurred around the same time. The alleged defect occurred before patient use; therefore, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.